Event description:
Chemolock's should only be able to be disconnected with pressure on tabs on the side. These chemolocks are able to be pulled apart without using the tabs, creating a risk for chemo spills and other issues with infusions. FDA safety report ID # (B)(4).